Event description:
Event description guidant received information that the cardiac resynchronization device (crt-d) and non-guidant leads displayed noise on the ventricular rate-sense channel resulting in non-sustained and diverted episodes, and pacing inhibition in this pacemaker dependent patient. All lead measurements are within normal limits.